Event description:
Late last summer, we first reported to kendall that the tubing was not priming. They said it was an educational issue and did another in-service. Three months went by without complaint, but the same problem was recently reported. Once again reported to kendall. Lot numbers include: 8319304. 8333307,8347451,8326306,8312293.